Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6). It was also noted (B)(4).

Event description:
It was reported that the patient stimulator was protruding. The patient was concern about not hearing back from manufacturer representative and also hcp (healthcare provider) telling the patient they have not heard back from manufacturer representative. The patient states her device was protruding from her backside and has already called the hcp who the patient states was just giving her a bunch of run around. The patient states she has had prior issues with device before and doesn¿t feel manufacturer representative was doing their job. The patient was asked if they had setup an appointment with healthcare provider regarding the protrusion. The patient states her hcp wants to do surgery and they haven¿t been able to do so because the hcp hasn¿t been able to get in touch with the manufacturer representative and neither has the patient. The patient states she has been living off pain killers for almost three months. The patient states she had it implanted in (B)(6) 2014 and was told it takes 3-5 months to heal and noticed a knot on left butt cheek where stimulator was located. The patient had a follow-up appointment (B)(6) 2014 and hcp told the patient that he could go back in and push it back into its pocket so it wouldn¿t be sticking out . The patient reviewed she was not getting much sleep because she can¿t lay on her back or on her side. The patient states she feels like she was getting the run around from the doctor¿s office and feels it was getting really frustrating. The patient was asked if the reason the follow-up appointment was in (B)(6) 2014 was because hcp wanted to see how the patient would heal and the patient replied ¿yeah pretty much¿. It was reported a day later that the manufacturer representative contacted the patient.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-41, lot# va0du2d, implanted: 2014-(B)(6), product type lead. (B)(4).